Event description:
It was reported that the system 9600+ had communications failures. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was reported that in house bio med staff replaced the interconnect cable with the wrong revision cable and caused damage to the cpu circuit board. The circuit board and the interconnect cable were replaced and the system was tested and found to be working as intended and placed back into service.